Manufacturer narrative:
(B)(4). Concomitant medical products: 00598004701, nexgen precoat stemmed tibial plate, 62194553; 00596404010, molded lps flx nxgn artsurf, 63075863; 00597206535, nexgen all poly patella, unknown; 00111314001, palacos rg 1x40 single, unknown; 00111314001, palacos rg 1x40 single, unknown. Implant date - (B)(6) 2006. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00398, 0001822565 - 2018 - 02628, 0001822565 - 2018 - 02618.

Event description:
It was reported that the patient underwent knee surgery. Subsequently, the patient was revised due to pain, loosening, and osteolysis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The femoral component, tibial plate, and articular surface were all returned for evaluation. The femoral component still had bone cement on it, but the tibial component was completely free of bone cement, confirming the event. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.